Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was a speaker malfunction from the mx40. No patient involvement.